Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during an unspecified procedure the balance middleweight guide wire was used with a non-abbott microcatheter but resistance was met with the devices and the guide wire could not be moved within the device. Both devices were removed from the anatomy as a system without issue. The devices were discarded. Outside the anatomy an unregular surface at the guide wire junction was noted and the coating surfact seemed to be peeling/flaking. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A total of five (5) unused representative samples with the same part and lot number were returned for evaluation. Analysis showed the unused returned devices with no damage noted and all dimensional and functional testing, and chemical analysis met manufacturing criteria. In summary, the unused returned devices did not show any indication of deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.